Event description:
The patient reported that they have had an issue with their right atrial (ra) lead. They reported that they felt twitching that extends into their arm. The ra lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).